Event description:
A report was received that the patient was having charging difficulty. It was noted that the charger would not stop beeping when aligned and the ipg appeared to be too deep. The patient underwent a pocket revision procedure wherein the ipg was moved closer to the surface of the skin to make it easier to charge. The patient was doing well postoperatively.